Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site 04/19/2016. No parts have been received by manufacturer for analysis. On 04/20/2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. Mobile view station (mvs) computer would not boot-up. Mvs computer replaced and tests performed. Issue resolved. System performed as intended.

Event description:
A site representative reported their imaging system computer would not boot-up properly. No further details regarding this issue, or specifically when it occurred, were provided. Replacement requested. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. Visual inspection at arrival noted power supply is pushed into mobile view station (mvs) housing and the computer case is dented. Opened case and noted that the blue clip supposed to hold the power supply in place has broken. No other physical damage noted. Installed computer in test imaging system and the system boots as far as the (B)(4) screen, then resets. Unable to perform virus scan or patient data removal. The reported event was confirmed to be caused by an issue with the central processing unit (cpu).